Event description:
It was reported that as a result of the guide wire placement within the bone graft, the graft was stuck in the trephine and the trephine could not be removed in the recommended way. With some force, the shaft was eventually detached from the trephine attachment and the consultant had to scoop bone graft out from around the stuck guide wire. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.